Manufacturer narrative:
This report is filed, april 13, 2016.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016 due to non-use.

Manufacturer narrative:
This report filed july 7, 2016.